Event description:
It was reported that pump shut off unexpectedly. Customer experienced an elevated blood glucose (bg) of over 500 mg/dl. The customer administered manual injections to treat elevated bg. Reportedly the customer continued to use the pump for insulin therapy.